Event description:
It was reported that brown foreign matter was attached to the inner wall of the bd¿ catheter tip syringe. The following information was provided by the initial reporter: "we have additional report from manufacturing lines regarding to a contamination" via bd investigation: "upon visual inspection it can be observed there is brown foreign matter attached to the inner wall of the barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and photos received for investigation. Upon visual inspection it can be observed there is brown foreign matter attached to the inner wall of the barrel. A device history review was performed for the reported lot 2006201 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause, burnt material embedded in the barrel from molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A project was initiated to reduce any foreign particles inside our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.